Manufacturer narrative:
Title: cost-effectiveness and quality of life analysis of laparoscopic and robotic distal pancreatectomy: a propensity score-matched study source: surgical endoscopy (2021) 35:1420¿1428 published online: 2 april 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a study analyzed the outcomes of patients who underwent laparoscopic versus robotic distal pancreatectomy between 2011 and 2017. The pancreatic transection was performed using either a stapler or an ultrasonic dissector. There were 103 patients divided into the robotic group (37) and the laparoscopic group (66). The stapler was used on two patients in the robotic group and 30 patients in the laparoscopic group. Postoperative complications included: postoperative pancreatic fistula, abdominal collection and postoperative hemorrhage. Reoperations and readmissions were reported. Cost-effectiveness and quality of life analysis of laparoscopic and robotic distal pancreatectomy: a propensity score-matched study; matteo de pastena, alessandro esposito, salvatore paiella; 2020; accepted: 26 march 2020 / published online: 2 april 2020.